Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's receiver and g6 mobile app were showing different readings occurred. Data was provided but will not confirm the issue or determine a probable cause. No injury or medical intervention was reported.